Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of the image display error was not confirmed. The service technician performed a full inspection on unit and unit failed inspection due to flickering image with gif-q180 scope type only. Service technician burned the unit for one hour and the issue was gone, the problem was intermittent and caused by a faulty printed circuit board, a replacement board was required. Software version upgraded. Unit passed all functionality checks and electrical safety test. The cause of the issue can be attributed to an electrical component failure. No further information was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were updated and/or corrected: d4, d10/d11: concomitant medical products, g4, g7, h2, h4, h6 and h10. The date returned to manufacturer (d10/d11: concomitant medical products) was updated from (B)(6) 2020 to (B)(6) 2020. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to an accidental failure of the printed circuit board.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that during a procedure an error code occurred. There was no patient injury reported.